Event description:
On (B)(6) 2025 while in use on flat surface, turned approx 30 degrees to access curb cutout to maneuver from the street to the sidewalk. The left front wheel and caster components came off the chair entirely. Resulting in the chair to tip and fall to the left. I then landed face first on the pavement breaking armrest with left side of my body, bump on forehead, broken glasses lacerating bridge of nose, jaw scraped. Face had multiple cuts, swelling and bruising. Left hand was suspected of fracture, therefore husband transported me to hospital for evaluation. CT scan of head/neck was clear and xray of hand showed no breaks. Underwent a second xray of hand (B)(6) 2025 still no fracture, but bump on left hand and continuous pain, limiting use of hand continues today. Was at the farmers market when this occurred and the firemen saw and provided documentation that they witnessed the chair come apart and that the wheel laid 3 feet from the chair when they reached me.